Event description:
It was reported that the user unintentionally initiated the fill tubing sequence on the ilet and became stuck on the on-screen prompt to press and hold until drops were seen while still connected to the body. No reported adverse clinical effects. Outcomes included completion of the fill procedure and resumption of insulin delivery after guidance to disconnect from the body, press and hold until drops were visible, confirm on the pump, and then reconnect. Investigation included troubleshooting and user education through guided steps to complete the sequence. Investigation of this case revealed user interaction with the fill tubing workflow and successful resolution through standard operating instructions with no device malfunction or alerts. It was concluded, based on previously established findings for similar reports, that the cause was use error.